Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, pain, device migration d6b explantation date: (B)(6), 2026 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4).. It was reported that a 38-year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant and experienced a lot of pain in the right breast and felt as though it is has misplaced/moved. Patients also stated that the right breast looked visibly different than the left. On (B)(6), 2026, mentor became aware that the date of implant was (B)(6), 2007, and right device was also ruptured per mammogram report. Rupture was confirmed via MRI. On march 3, 2026, mentor became aware that the patient is scheduled for bilateral replacement surgery on (B)(6), 2026.

Manufacturer narrative:
On april 17, 2026, mentor became aware that the right side device was intact, left side device was found ruptured. Replacement devices used on march 18, 2026 were catalog number 3504504bc; serial number (B)(6) on one side and catalog number 3504504bc; serial number (B)(6) on the other side. Reason for device explant and/or reoperation: right side pain, discomfort, and device migration on april 20, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).